Event description:
Additional information: it was reported that the patient experienced a therapeutic loss of effect. Conflicting information was provided that the catheter tip was relocated from t1 to t7, where another source states it was relocated from c2 to t7. The device system was used to deliver morphine sulfate 20mg/ml at 23.528mg/day; bupivacaine 20mg/ml; compounded baclofen 350mcg/ml.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a decrease in pain control. The patient's 40cc pump was replaced with the smaller 20cc pump due to abdominal pain secondary to the large pump size. The patient also had the catheter tip relocated from c2 to t7 to improve her pain control. The catheter was noted to be intact at the time of the surgery. The patient recovered without sequela.